Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported, to olympus. The evis lucera elite video system center image has a black screen. The reported issue was discovered, during preparation of use. For an unknown procedure. There was no delay in the procedure, due to the reported event. There was no patient/user harm or injury reported by the facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please find corrected data in g2 (report source) and h6 coding (component code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's allegation was confirmed. There was no image due to defective distribution panel (dp) board. Additionally, device evaluation found there was no signal output under all channels due to defective printed circuit board. Based on the results of the investigation, it was presumed that reported issues occurred due to defective printed circuit board. A definitive root cause of the reportable issue could not be identified. Olympus will continue to monitor the field performance of this device.